Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent vibration occurred. The product was evaluated. An exterior visual inspection was performed and passed. Charged and boot were performed and passed. Receiver functional testing was performed and failed due to failed vibrator. Vibration manual test (try it) was performed and failed. Opened receiver case for interior inspection was performed and passed. Vibrator motor resistance was measured and failed due to defective vibrator. The receiver log was downloaded and reviewed finding no errors related to the complaint. The allegation was confirmed. The probable cause was determined to be defective vibrator motor. No injury or medical intervention was reported.